Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and buttons were sticking. The customer reported that she keeps the device in her bra. The customer also reported that she received a motor error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The pump passed the displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime tests. No motor error alarms noted. The pump communicated properly with the test minilink transmitter and glucose sensor simulator. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.